Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Six (6) attempts have been made by three (3) emails and three (3) phone calls to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. On 03/11/19 the subject device was evaluated by a lumenis engineer no subject device malfunction was reported or observed by the user facility. Subject device was installed on (B)(6) 2016 and periodically serviced by lumenis technical engineer. An examination of the subject device by a lumenis engineer concluded the device operated to manufacturer specifications. The engineer stated they completed a full preventive maintenance service on the device with no identified out of specification parameters. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury nor a malfunction occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn mark of unknown severity to an unknown anatomical area following treatment with a lumenis m22 laser. The marks were reported 4 weeks after treatment.